Event description:
The customer returned the unit with no reported allegations. Upon triage on 2017-12-05, the service tech found that the unit had no audio upon start up. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no audio upon start up. The unit was triaged and the reported condition was confirmed. The unit was disassembled. Visual inspection found that a component in the audio circuit was damaged and one side was lifted off of the pcba. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. The unit has been repaired and restored to proper operation. Recertification testing was performed and the unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.